Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the very first line is lower than other syringes and tilted to the side. The returned syringe was tested using the plug gauge and the scale marking placements fell within specifications. No defects were observed on the returned sample. Complaint evaluation / complaint history check for the event(s) that occurred a complaint history check was performed and this is the 2nd related complaint for scale marking misaligned on lot # 7128939. A review of the device history record was completed for batch # 7128939 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for scale rotation. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had scale marking error. The marking error caused a inaccurate dosage of insulin to the patient. Patient used home remedy of eating candy to correct the error. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had scale marking error. The marking error caused a inaccurate dosage of insulin to the patient. Patient used home remedy of eating candy to correct the error. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?:no. Device returned to manufacture: yes.